Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. The issue was caused by a damaged input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump alarmed system error. Upon review of the device's event history log, system error 105 alarms were discovered. It was also reported that there was no patient involvement.